Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Microscopic inspection of the device header and lead port noted no anomalies. The seal plug was intact. The set screw was missing from the set screw cavity. Neither the set screw nor the wrench were returned with the device. The lead was returned in a separate package; inspection noted that the set screw and wrench were not returned with the lead. A substitute set screw was used during analysis. The set screw operating normally in the set screw cavity in both directions and did not stick to the end of the boston scientific torque wrench. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The rv lead and device are expected to be returned. Once the products are returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with slowly increasing pacing impedance measurements (250-500 ohms) since implant in (B)(6) 2016. In addition, the shock impedance measurements increased to above 125 ohms during the same time frame. No other issues were noted. The measurements did stabilize; however, it was decided to perform a revision to explant the system. During the procedure, the rv setscrew became stuck on the non-boston scientific torque wrench, causing the setscrew to almost come out of the device header. The rv lead and ICD were explanted and successfully replaced. No additional adverse patient effects were reported.